Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk transseptal needle, st. Jude medical agilis 8.5 french sheath, soundstar eco catheter # 1 (model# 10439011, (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered an embolism and a cardiac tamponade (requiring pericardiocentesis). During the procedure, soundstar catheter # 1 was not deflecting posteriorly. Soundstar catheter # 1 was replaced with soundstar catheter # 2 and the issue resolved. Post-transseptal puncture, and prior to mapping, an air embolism and a pericardial effusion were detected. Effusion was confirmed via intracardiac echocardiography (ice). A pericardiocentesis was performed and yielded 400 ml of fluid. Pericardial drain was left in place to drain any potential accumulation of fluid. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Patient remained asymptomatic and stable throughout. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath in use was a st. Jude medical agilis 8.5 french. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow setting was not reported, as no ablation catheter was in the body and no tubing set was opened. Patient received anticoagulant during the procedure. No activated clotting times were reported. The only bwi catheters that entered the body were the soundstar catheters. There were no errors reported on any bwi equipment during the procedure.